Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc winged leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: the lot number associated with this account was unknown. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received a 22ga insyte autoguard bd winged unit with no packaging material. Visual/microscopic examination: ¿no physical-mechanical damage was observed on the adapter threads or the any of the components of the unit water- leak test: the lab supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. A luer lock syringe filled with water-food coloring mixture was connected to the end of the adapter and the liquid was flushed. No leakage was observed on any of the components of the unit a slip luer syringe filled with water-food coloring mixture was connected to the end of the adapter and the liquid was flushed. No leakage was observed on any of the components of the unit used and unused representative units (B)(4), aspiration test was conducted: using red dye/water mix (simulated blood) in a container and an iso standard 10ml syringe; securely attached the syringe to the catheter/adapter assemblies and placing the tip of the catheter into the red dye/water mix; performed aspiration. During and after aspiration; observation was conducted for the presence of air bubbles; which could potentially indicate a path of air entry (i.e. Holes, unsecure connection, etc.). There were no anomalies or damage, all (B)(4) units demonstrated no presence of air bubbles during aspiration testing. Water/air leak test was conducted: attached the iso standard testing slip luer to the each catheter/adapter and performed the leak test. Leakage was not observed from any area of the units. Note: the damage at the end of the adapter (outer thread) of unit (B)(4) did not inhibit the connections; the connections were successful. During the leak testing, an assessment of connection compatibility of the returned units was conducted; the connections revealed a secure connection between the iso standard slip luer to the adapter female luer (catheter/adapter). The connections were successful and secure; meeting no resistance. Investigation conclusion: relationship of device to the reported incident: indeterminate. Comment: there was no physical or mechanical evidence to confirm or support manufacturing process related issues for the reported defects. The units tested did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc winged leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc winged leaked during use. There was no report of exposure, injury or medical interventions.